Manufacturer narrative:
Concomitant products: product ID 3998, lot# j0527214v, implanted: (B)(6) 2005, product type lead; product ID 748951, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 748951, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
The patient experienced no stimulation sensation and a loss of therapeutic effect. There was no known accident or incident related to this complaint. The patient noticed a week ago that he was having more pain and realized he was not feeling stimulation. The ins was not working. The patient could not get the ins to turn on, last week the problem started. The patient had been uncomfortable and has had a hurting back, he realized he was not feeling anything. For the past month the patient has had bad pain so he was not sure if it was longer than a week that it has been off. It dawned on the patient last week. The patient tried to increase the stimulation and he did not feel anything when he usually was at 1v. There were no additional groups to try. An information request was made regarding the patient programmer (pp). Additional information has been requested.